Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 6011042 in question was manufactured at the reynosa site. Device history record (DHR)review: the lot 6011042 was manufactured according to the work instruction (wi) version 99 and packaging in the multivac 14, on 07-jan-2025, with a total of (B)(4) units. The sub-assembly, welding the lot 4l04891 was manufactured according to the wi version 34 welding in the machine ls24 & ls25, on 26/nov/2024, with a total of (B)(4) units. The lot 4m03244 was manufactured according to the wi version 34 welding in the machine ls24 & ls25 on 06/jan/2025, with a total of (B)(4) units. The lot 4l05624 was manufactured according to the wi version 34 welding in the machine ls24 & ls25 on 12/dec/2024, with a total of (B)(4) units. The lot 4m03243 was manufactured according to the wi version 34 welding in the machine ls07 & ls06 on 06/jan/2025, with a total of (B)(4) units. The sub-assembly, gluing of connector the lot 4l03431 was manufactured according to the wi version 37 in the gluing of connector in the line 03, on 26/nov/2024, with a total of (B)(4) units. The lot 4l03432 was manufactured according to the wi version 37 in the gluing of connector in the line 03, on 26/nov/2024, with a total of (B)(4) units. The lot 4l05623 was manufactured according to the wi version 37 in the gluing of connector in the line 03, on 12/dic/2024, with a total of (B)(4) units. The lot 4e00252 was manufactured according to the wi version 37 in the gluing of connector in the line 03, on 11/may/2024, with a total of (B)(4) units. The lot 4e00251 was manufactured according to the wi version 37 in the gluing of connector in the line 03, on 01/may/2024, with a total of (B)(4) units. The lot 4m03220 was manufactured according to the wi version 37 in the gluing of connector in the line 03, on 22/dec/2024, with a total of 6,240 units. The lot 4m03221 was manufactured according to the wi version 37 in the gluing of connector in the line 03, on 06/jan/2025, with a total of (B)(4) units. The lot 4m03222 was manufactured according to the wi version 37 in the gluing of connector in the line 03, on 06/jan/2025, with a total of (B)(4) units. The lot 4m03223 was manufactured according to the wi version 37 in the gluing of connector in the line 03, on 07/jan/2025, with a total of (B)(4) units. The lot 4m03226 was manufactured according to the wi version 37 in the gluing of connector in the line 03, on 17/jan/2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was at the site. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.